Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary lobectomy, when placing the stapler in the tissue (pulmonary segment), the black pusher thumb piece be moved at all and the device did not fire. Upon checking, the surgeon verified that the stapler did not fit so the stapling was not started. Surgeon removed the stapler from the tissue and tried again to put the tissue but still it did not close. Another load was replaced but the same problem persisted. The product was then replaced by another one and there was no difficulty in closing the stapler, so the stapling procedure occurred without complications. There was no patient injury.